Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of communication error. The fse determined the cause of the problem to be faulty table generator interface (tgi) pcb. The fse replaced the tgi, fiber optic cable and verified system functionality. The table generator interface emi assembly is the assembly that commands the generation of x-rays. The assembly consists of the table generator interface board, an isa backplane and an industrial 486 pentium (or similar isa bus) processor. This assembly is designed to interface to the uroview table and the jedi x-ray generator. This assembly is located in the uroview tower. A failure of the table generator interface will result in a system generating a communications error. This complaint has been evaluated. The actions taken by the fse to confirm, diagnose and correct the reported issue are appropriate. Based on age of the system, manufactured before 2006, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used. This complaint does not represent a malfunction.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The tgi (table generator interface) pcb and fiber optic cables were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system displayed an error and failed to boot up. No patient serious injury or death was reported related to this event.